Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, a drop in sensing values were noted on the right ventricular lead. No action has been taken and the patient is in stable condition. Related manufacturer report number: 2017865-2017-01672.